Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 3, lab: 6. Several days after the comparison on (B)(6) 2013, the patient was admitted to hospital due to a high inr value (=10). During the hospitalization, a few more comparisons were made and no significant discrepancies were obtained. A field representative visited the customer on (B)(6) 2013. Representative reports that the user is not using the first drop of blood on the inratio strip. (B)(6) 2013: the patient called back to report the following results: inratio = 2.4. Lab = 3.5. The comparison was made within 20 minutes. Therapeutic range: 2.5-3.5. The patient is testing his inr valve once every two days at the lab due to his unbalanced results.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the information provided by the customer. As of (B)(4) 2013, 16 discrepant result complaints were reported for lot #315093 yielding a complaint rate of 0.042%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective actions, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time as product deficiency was not established.